Manufacturer narrative:
The patient is a previous smoker with a past medical history of hypertension, hyperlipidemia, and previous pci. Index procedure was prompted by stable angina.the previously reported meleana/gi bleed, was treated with surgical intervention. The patient was taking aspirin and clopidogrel at the time of the event. The investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Cec adjudicated the bleed event as having no relationship to study device.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one resolute integrity drug-eluting stent implanted to the rca. Approximately 3.5 months post index the patient suffered a melaena. Dapt was stopped approx. One month later. Patient was diagnosed with colon cancer. Dapt was restarted on the (B)(6) 2014. Cec adjudicated the bleed as a mild, minor bleed.